Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker reported that the stitches were infected. There was no further information received from the field representative. The pacemaker remains in service. No additional adverse patient effects were reported.